Event description:
A report was received from the USA stating that an 840 ventilator experienced an erratic lower graphical user interface (gui) display. The device was not being used on a pt when event occurred.

Manufacturer narrative:
The customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui printed circuit board (pcb). The device then passed the performance verification test (pvt). Covidien ref: (B)(4).